Event description:
It was reported that on (B)(6) 2022, the patient underwent the primary surgery via tha for oa with the stem in question. In the surgery, the procedure was performed as follows. The procedure was started with a posterior approach, and competitor implant (zimmer biomet, g7) was used for the acetabular side. In the trial, it was determined that there was no problem with x-ray confirmation, and the surgeon tried to place the stem in question. When implanting the stem after placing a sleeve, the stem stopped 20mm short of the planned position, and did not progress at all even if the driving was continued. Although the stem occupied the medullary canal was high, no misalignment was confirmed by x-ray. The surgeon tried to remove the stem once, but it was difficult, and it took more than 30 minutes to finally remove the stem. The surgeon performed an additional medullary canal reaming for 7 mm through the sleeve implant but placed a 6 mm stem at his judgement. The procedure was completed successfully with 45minutes delay. The surgeon commented that 6mm and 7mm stem implants may require 1mm over reaming depending on the bone quality, considering the lack of coronal slots and the distal flute. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Removed the reported dates of implantation and explantation in d6a and d6b as the device involved is not to be implanted since it is an instrument. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.